Event description:
Information was received indicating that during testing the air in line sensor on a smiths medical cadd-solis vip ambulatory infusion pump was found to be "bad." There was no patient involvement. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd solis was returned for investigation in used condition. The tamper seal was missing and the lens was damaged. A sensor test was performed. The investigator determined that the main pcb was not reading the sensor correctly. The main pcb was replaced as a result. The product problem was attributed to a manufacturing issue.